Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 400 mg/dl. Customer stated auto mode was not active at the time of high blood glucose event. The troubleshooting was performed. The customer did experience symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing, extreme thirst due to high blood glucose level. Customer stated insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.